Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to this issue. The customer did not know if their blood glucose level exceeded a critical threshold, so there was no reported adverse impact. To resolve the issue, tandem technical support replaced the malfunctioning pump with a new one, featuring updated software. While the original pump was still under warranty, instructions were provided for returning it, including putting it into storage mode, to avoid additional charges. The customer was advised to use multiple daily injections as a backup therapy and was informed about the need to program pump settings and connect their continuous glucose monitor to the new pump.